Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no power to the main. A field service engineer disconnected the drawers from the communication sled, and the station powered on. By unplugging each drawer individually, then fse identified drawer 5 as the issue. Further testing showed that the drawer board was faulty. After replacing the defective drawer board, the station booted successfully, and the drawer operated normally., tested in hardware test application (hta), and confirmed successful inventory by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device had completely powered off and could not be able to power on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.